Event description:
It was reported that the centrimag primary console was being used as for a right ventricular assist device (rvad) patient. The patient was walking with the centrimag on the mobile cart when the on-duty doctor noticed that the rvad console display showed the battery operation had only 40 minutes remaining. The on-duty doctor switched to the backup console. The distributor checked the console and found that the backup battery had expired. The battery was changed, and maintenance was performed. The maintenance was not able to complete the process when time was up. This was repeated several times, and the problem could not be solved.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console being unable to pass battery maintenance was confirmed through product testing. The use of an expired backup battery was confirmed through the distributor checking the console. The centrimag console's log file contained data spanning approximately 8 days ((B)(6) 2025 11:36 ¿(B)(6) 2025 8:12, (B)(6) 2025 9:12 - (B)(6) 2025 9:13, (B)(6) 2025 7:51 ¿ (B)(6) 2025 9:30, (B)(6) 2025 7:48 ¿ (B)(6) 2025 7:50, and (B)(6) 2025 19:16 ¿ (B)(6) 2025 9:36 per the timestamps); the additional events captured after 27mar2025 occurred during testing of the returned console. On (B)(6) 2025 - (B)(6) 2025 the console was not connected to a patient and battery maintenance was performed. No alarms were produced by the end of the maintenance, but the battery did not pass battery maintenance. Battery maintenance was performed several more times. In each case the battery did not pass, but no irregular alarms were produced. It was noted during battery maintenance the console was unable to properly recharge the battery. No other notable events were observed in the log file. The centrimag console was returned to the service depot and performed battery maintenance with a fully charged known functioning test battery. The console would not pass the battery maintenance process. The battery maintenance was performed several more times on the returned console and each time the console continued to not complete the battery maintenance. The issue was isolated to the charger printed circuit board (pcb). The charger pcb was forwarded to product performance engineering (ppe) for further analysis. The forwarded charger pcb was installed in a test centrimag fixture. The battery maintenance initiated was able to progress further than service depot testing but produced an 'error' on the console screen when finished. The charger pcb underwent resistance testing and one of the diodes was electrically compromised. The diode was replaced, and battery maintenance was performed again. The console completed the battery maintenance without issue. A root cause for the reported events was determined to be an expiration issue with the console battery and a compromised component on the charging pcb. Incidental findings: the centrimag console underwent functional checkout and did not withstand surge testing. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and battery alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual table 15 ¿ ¿console maintenance schedule¿ addresses how often to perform maintenance including when to perform battery maintenance and when to replace the battery. The 2nd generation centrimag system operating manual section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.